Event description:
An intra-aortic balloon developed a leak following two days of counterpulsation in a pt with severe peripheral vascular disease. Due to the pt's severe vascular disease, a decision was made not to insert another intra-aortic balloon catheter. The device was destroyed by the user facility. Therefore, no failure analysis was available. Iabc leaks have been associated with repeated cycling against calcified lesions and/or other hard, sharp material. Since co's follow up indicated this pt has severe vascular disease, co believes the pt's diseased state, rather than the device, was a contributing factor in this event. Therefore, co does not attribute this event to the device.